Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device reveals the locking button broke off the device. The broken piece was returned. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review concluded that a similar event was identified, and prior actions were performed. In addition, it has been concluded that there is a potential for breakage if used after the expected lifetime or excessive force is used as this device is a reusable instrument and it is expected to wear over time. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed. H10: after further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. The original information stated that during thr surgery an r3 offset impactor broke. However, after the evaluation of the device, it was determined that the issue does not meet the criteria to be reportable, since the locking button of the r3 offset impactor was the one that broke off. Moreover, if the device malfunction were to recur, it would not be likely to cause or contribute to a death or serious injury, since that specific part is never in contact with the patient.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during thr surgery, one (x1) r3 offset impactor broke. The procedure was completed without delay using a s+n back-up device. No injury was reported as a consequence of this issue.